Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the oil was leaking from the device. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event or problem deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 30th september, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the oil was leaking from the device. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 30th september, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the oil was leaking from the device. Moreover, during the visit in customer¿s facility in december 2021 it was noticed that the spring arm¿s cover was missing. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets and parts falling off into sterile field or during procedure may cause contamination. On 30th september, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the oil was leaking from the device. Moreover, during the visit in customer¿s facility in december 2021 it was noticed that the spring arm¿s cover was missing. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets and parts falling off into sterile field or during procedure may cause contamination. According to the service technician, the lack of spring arm¿s cover was direct cause of the oil leakage, as the oil was losing its specifications due to not being properly secured by cover. The leakage was cleaned, the offer for installation of missing cover was proposed to the customer, but due to intensive usage of the operating room, the repair is pending customer¿s agreement for the service. It was established that when the event occurred, the surgical light did not meet its specification due to oil leakage and lack of spring arm¿s cover, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of affected devices to install base, complaint ratio of oil leaking is very low and complaint ratio of missing spring arm¿s cover is low. According to the subject matter expert at the manufacturer, there is not enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 30th september, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the oil was leaking from the device. Moreover, during the visit in customer¿s facility in december 2021 it was noticed that the spring arm¿s cover was missing. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets and parts falling off into sterile field or during procedure may cause contamination.